Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Reportedly, an attempt to use a 2.75x8mm nc trek balloon dilatation catheter (bdc) was made; however, the yellow protective sheath could not be removed. The metal stylet was able to be removed. The bdc was not used and the procedure was successfully completed with another unknown balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.